Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during testing. The plastic connector on the plug is broken. There was no patient involvement. There was no patient injury. Medical intervention was not required.